Event description:
It was reported that the patient's implantable cardiac monitor exhibited post-sensed t wave oversensing. No interventions were performed. The patient's condition was unknown.

Event description:
Additional information received noted that programming changes were performed. The patient's condition was unknown.